Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was slightly bent along its proximal section. The polytetrafluoroethylene (ptfe) coating was noted to be peeling along its proximal end length between 51.0 cm from its proximal tip. The cause of the bend was most likely manipulation of the device. The peeled coating is believed to have occurred from an insecurely tightened torque device. The directions for use caution that insecure tightening of the torque device can lead to ptfe peeling. Therefore, this was most likely due to use/user error.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no reported clinical consequence to the patient.